Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing frequent elevated high blood glucose (bg) levels (approximately 250 mg/dl) due to an unrelated sickness and medication. Boluses via the pump and insulin injections were used to address the high bg. The sickness was not related to the pump or supplies. The customer was to use insulin injections to manage diabetes.